Manufacturer narrative:
The investigation found the stent returned deformed at the proximal end, which is consistent with the inability to open in vitro as described in the reported event; furthermore, the stent deformity would have contributed to the alleged advancement difficulty if the condition was present at the time of the deployment attempt in vivo. After the stent shape was restored during the investigation, the stent was able to advance through an in-house microcatheter without resistance. The physical evaluation of the device could not identify the exact conditions or circumstances that led to the proximal stent deformity, but this condition is consistent with the device experiencing forces exceeding its yield strength. The microcatheter used in the procedure was not returned for evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint. The product code in section d should be nje, however, that is not an available option in the system. Thus, the product code qca was selected as it is a similar code.

Event description:
No additional information received regarding the event.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite a device return attempt. Ongoing attempts will be made for the device return. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. The product code in section d should be nje, however, that is not an available option in the system. Thus, the product code qca was selected as it is a similar code.

Event description:
As reported: during the stent-assisted embolization of a middle cerebral artery aneurysm, after the microcatheter was positioned, the stent was delivered through the protective sheath into the microcatheter according to the normal procedure. However, when the stent was deployed to the halfway position, it could not be pushed further. Despite two repeated attempts, the stent remained immovable. It was withdrawn entirely, and an in vitro examination revealed that the stent failed to open and had separated. Regarding the removal of the first stent, the stent together with the microcatheter as a whole was retracted into the intermediate catheter, then removed. After the complete withdrawal, the microcatheter was repositioned, and a new 2.5×17 stent was replaced. The first half of its deployment proceeded normally, and angiography showed excellent deployment results. The stent was then fully deployed, and another angiography confirmed satisfactory outcomes. The surgery was completed using 4 coils and 1 stent. Patient is fine.